Event description:
It was reported that a malfunction alarm occurred. Blood glucose was not impacted. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully.